Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited t-wave oversensing (twos) in a couple of episodes and the clinician was calling to find out how to get rid of this post pace twos. Programming options were given for reprogramming the rv lead to resolve the twos. No patient complications have been reported as a result of this event.